Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that "buzzing" was noted. The patient reported they were informed possible "noise" was noted and their pacing lead may need to be changed. The pacing lead remains in use. No patient complications have been reported as a result of this event.